Event description:
Baxter reproted an incident of a backflow in a facility. The prescription was for olygam 18 grams in 200 ml saline. The rate infused was 75ml/hr. There was 200 ml in the bag at the start of the infusion and 180 ml remained in the bag when the infusion was stopped. According to the nurse, there was no backflow when the infusion began. A physician noticed and reproted to the nurse there was backflow. The nurse went back to the pt's bedside to check the pump and she then observed the infusion was on a second pump. It was not known who put the infusion a second pump. She removed the polygram from the pump and placed it on the original pump to see what happened. The nurse observed that there was back flow in the set. The nurse then put the polygram back on the second pump. There was no pt injury or medical intervention as a result of the event.